Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n180082, implanted: (B)(6) 2009, product type: accessory. Product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported she had a stroke, fell, and had a pelvic fracture and was in a lot of pain. She thought her "internal antenna" (implanted device components) may have moved when she fell and also reported that she had lost a lot of weight since the stroke as well which might be causing it to move around. It was further reported when she was in rehab no one maintained her implantable neurostimulator (ins) unit and when she tried to charge the ins she wasn't able to get the normal charging screen with coupling bars. She hadn't charged successfully since the beginning of summer. Relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.